Manufacturer narrative:
This event occurred in (B)(6). Qc results were within the specified ranges. The customer noticed large bubbles in the reagent pack after the event. The field service engineer (fse) checked the instrument and found that the rotation speed of the mixer paddle was high and the paddle was bending. The mixer paddle was replaced and the rotation speed was adjusted lower. Calibration and qc were acceptable. The customer has not complained of any other issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs on a cobas e411 rack analyzer. The initial result from the e411 analyzer in question was < 0.003 ng/ml. The sample was repeated on a different e411 analyzer and the results were 0.006 ng/ml and 0.007 ng/ml. The result in question was not reported outside of the laboratory. The troponin t hs reagent lot number was 381539. The expiration date was not provided.